Event description:
It was reported that a patient's vns system had high impedance during an appointment on (B)(6) 2016. The last time the patient's device was interrogated was in (B)(6) 2015, and no issues were found at that time. The patient had not sustained any falls or trauma since then. The patient was seizure free and had not experienced any adverse events associated with the high impedance. No x-rays were taken. The patient had already been referred for prophylactic generator replacement surgery, but the patient is pregnant. Therefore, the patient was referred for full revision surgery after she gives birth. No surgical intervention has occurred to date.

Event description:
The patient had full revision surgery on (B)(6) 2016. High impedance was present prior to surgery. The pins were re-inserted, but the high impedance was still present. Generator diagnostics were performed, which were within normal limits. The system was then replaced, and diagnostics were within normal limits. The explanting facility does not return product to the manufacturer. Therefore, no analysis could be performed.